Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during pacemaker interrogation, the physician observed several episodes of noise oversensing. Subsequently, isometric maneuvers were performed and no abnormalities were detected on the electrograms (egms). The physician noted that programming changes had likely been made after observing impedance variations, which were likely associated with MRI mode transitions, and inquired whether these changes could explain the observed noise. Technical services (ts) reviewed the signals and determined that they were consistent with myopotential oversensing. As the physician was unable to reproduce the noise, it was considered possible that the right ventricular (rv) lead had been programmed to unipolar sensing. Ts identified a correlation between the MRI procedures and the impedance variations, explaining that these changes likely reflected modifications in lead configuration following the MRI, as a bipolar configuration was required during imaging. After the MRI, it was considered possible that an attempt was made to restore the original programming; however, a programming error may have occurred. Specifically, instead of restoring unipolar pacing with bipolar sensing, the device may have been programmed to bipolar pacing with unipolar sensing, which could explain the observed noise signals. Impedance measurement variations remained within the normal range. The field representative indicated that this was the most likely cause and requested a review of the parameter change history. No adverse patient effects were reported. This device remains in service.